Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. No further information was provided. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported, that upon interrogation of the patient's system controller, a completely isolated low speed advisory alarm was found to have occurred on (B)(6) 2016. The patient was asymptomatic. The patient's system controller log files were submitted to the manufacturer's technical services for review. The log file contained data from (B)(6) 2016. The reported low speed event on (B)(6) 2016 was confirmed to have occurred at 9:12:10. Just prior to the event, at 9:12:09, the pump was running at a speed of 8460 rpm and a pulsatility index (pi) event occurred. It was suggested that when the pump was decreasing the speed to the preset low speed limit (lsl), in response to the pi event, the lsl was overshot to a speed of 7830 rpm. At the time of the event, there was also an elevation in pump power above the baseline range. Throughout the remainder of the log file the lvad was operating as expected without any further speed drops below the preset lsl. A few periods of elevated power above the baseline power range were observed, but after the elevations, the power returned to baseline. On (B)(6) 2016, it was reported that the patient has not received any further alarms and has remained asymptomatic.

Manufacturer narrative:
The report of low speed event was confirmed based on the evaluation of the submitted log file. The log file data revealed that the low speed event appeared to immediately follow a pulsatility index (pi) event, and other intermittent pi events were also recorded in the log file. No other adverse events of reductions in pump speed values were captured in the log file. A root cause for the low speed event and the pi events could not be determined through this evaluation. The patient remains ongoing on pump support and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.